Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. A batch review was performed for potentially associated lots (gd877266 and gd874842) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for a (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. The cause of the peritonitis was unreported. It was unreported if treatment was provided and if the patient was hospitalized. Upon follow-up with the nurse on (B)(6) 010, the nurse reported in (B)(6) 2010, the patient developed peritonitis. Pd therapy was withdrawn and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the peritonitis.